Manufacturer narrative:
As alleged per a social media comment, the patient underwent implantation of an unspecified mesh device and developed an infection, swelling, sepsis, mesh migration and subsequently passed away. The actual device and device manufacturer used to treat the patient was not identified. Based on the limited information available, no conclusion can be made. Product identifiers were not provided; therefore, a review of the manufacturing records is not possible. Note, the actual dates of death and event are unknown. We have documented these date fields with a best estimate. Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As posted on a bd social media advertisement, "my husband had funnier surgery the mesh moved he got infected his gut swollen up 4 times bigger had go have fluid drain off they had punched him in surgery and when he went to get flood drains, they too punched his guts he got septic, and he passed. I been with my husband sent I was 16 this was in 2019 he finny can to septic. I never get over this. I hope thy better way now." The device and device manufacturer of the implanted mesh was not specified in the comment.